Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap. Cholecystectomy - "the surgeon (B)(6)wanted to close a vessel (arteria cystica/ductus cysticus) with the 10mm clipapplier. He released the clipapplier, but the clip was not closed completely. I made photos of the not completely closed clip. Please look at the photos. Dr. Rygol complained, that the clips also often close uncorrectly (with crossed legs.)" Patient status: "ok."

Manufacturer narrative:
Investigation summary: the event unit and an additional image were returned for evaluation. Engineering actuated the device and experienced incomplete clip closure similar to the customer's experience. The unit was disassembled; engineering found an internal component was out of specification which may have contributed to the experience of incomplete clip closure. On march 18, 2016, applied medical issued a voluntary recall of the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application. Although malformed clips are typically readily apparent to the user, this failure mode may lead to unoccluded vessels. We regret this disruption in supply, yet believe that this is in the best interest of our customers. The lot reported to us in your experience report, #1248529 was included in the recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.